Manufacturer narrative:
The impella device was discarded by the customer and therefore; investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an 81-year-old male patient presenting for post cardiotomy cardiogenic shock. During impella support, it was noted that the patient experienced an ischemic stroke. The pump was subsequently explanted two days following the stroke. Additional details pertaining to the event or treatment were not available.